Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) underwent an MRI without informing the radiologists about the implanted device. After the procedure, the patient went to the cardiologist and it was found that the device reached end of life (eol) and error code 01 that same day at the time of the MRI. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific field clinical engineer was contacted and arrived to perform an autocapacitor reformation on the ICD. After the first reformation, the device switched from eol to the elective replacement indicator (eri). Another reformation was performed and the device then switched to middle of life 2 (mol2). The charge time from this last reformation was 13.3 seconds with the battery voltage at 2.59 volts. There were no allegations made against the functionality of this device. The ICD remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.